Manufacturer narrative:
Manufacturer ref# (B)(4). Igtcfs-65-2-uni-celect-pt. Devices is similar to device with 510(k) k121629. (B)(4). Summary of investigational findings: inadvertently pushing the filter out of the deployment sheath instead of unsheathing the filter can result in filter tilt, but there is no statement on this in the complaint report. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Image review finds that the reported filter tilt after filter redeployment is insignificant. For unidentified reasons, however, the tilt is worsend the next day and has become significant if measured against the spinous processes. Tilt must however be measured against the ivc, but there is no information on the degree of tilt measured against the ivc. The ivc anatomy is stated as normal indicating the ivc follows the course of the spine. Filter migration is confirmed through image review. Filter is found migrated caudally, but without further information it is not possible to identify the root cause on this. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. Although unconfirmed, the difficult retrieval could have been caused by the tilt of the filter. Unable to comment further on this without further information, but it is well-known from published scientific literature that filter retrieval occasionally is difficult. Filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events

Event description:
Description according to study: the primary reason for the filter placement was a current deep vein thrombosis due to a planned invasive surgery/procedure. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 23.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, the celect® filter (lot # e3351692) was not delivered in the intended location due to ¿significant tilt, close and re-deploy.¿ the filter was then re-deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter did not deploy prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 6 - 11 degrees. On (B)(6) 2016 (one day post-procedure), the post-procedure x-ray revealed no evidence of filter fracture or embolization. The filter tilt was = 16 degrees and evidence of migration was present. Additional information received: it was a moderately difficult retrieval. ¿the hook on the filter actually straightened under the force of the retrieval.¿ the filter was successfully retrieved. Patient outcome: the patient remains in the study and no device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-uni-celect-pt. Devices is similar to device with 510(k) k121629. Investigation is still in progress.

Event description:
Description according to study: (B)(6) study ((B)(4)), patient (B)(6), filter tilt = 16 degrees. The primary reason for the filter placement was a current deep vein thrombosis due to a planned invasive surgery/procedure. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 23.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, the celect(tm) filter (lot # e3351692) was not delivered in the intended location due to "significant tilt, close and re-deploy." The filter was then re-deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter did not deploy prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was (B)(4) degrees. On (B)(6) 2016 (one day post-procedure), the post-procedure x-ray revealed no evidence of filter fracture or embolization. The filter tilt was = 16 degrees and evidence of migration was present. Patient outcome: the patient remains in the study and no device related adverse events have been reported.